Event description:
During implantation of intra-ocular lens, md looking under microscope and noted a 'line' across the center of the lens. Lens safely removed. Package contained acrysof restor apodized diffractive optic, soft acrylic single-piece sterile pcl, 13.0mm length, 6.0mm biconvex optic, planar haptics.